Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding gas loss in iab circuit alarm. There was patient involvement and no harm reported.

Manufacturer narrative:
Due to character limitation in e1 for event site name, (B)(6). A gas loss in the iab circuit takes place when the pump detects a helium loss due to a leak or high rate of diffusion in the iab circuit. When a cumulative shuttle gas loss exceeds a nominal 5 cc/hr dynamic limit a gas loss alarm is triggered. The alarm activates only when the iab inflation period >=80 msec and deflation period >=250 msec. Gas loss cause: 1. Pump system malfunction mitigation: if no leaks, occlusions, or patient conditions (fever/tachycardia), perform manual iab autofill using fill key (purges/replaces helium and recalibrates). Troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced.

Event description:
Na.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11 corrected fields - h6 (type of investigation, component codes), e1 (event site state) a cardiology fellow alongside the cicu rns, they verified that all cables and connections were secure and appropriate and that there was no blood or discoloration in the helium tubing. Christina reported that the alarm had occurred several times throughout the morning, and they had been pressing start each time to resume therapy. During the most recent alarm, someone suggested unplugging the helium tubing and reconnecting it, which also allowed therapy to resume. Esp personnel explained the troubleshooting steps and had her perform a fill so she would feel comfortable with the process. Also explained why unplugging the helium tubing had ¿worked,¿ noting that each disconnection depletes the helium tank by six fills. Christina reported that the patient was alert and oriented and had been moving around in the bed. Esp personnel explained the nature of the alarm and how patient movement could potentially trigger it.